Manufacturer narrative:
Evaluation summary: customer complaint of "no suture loop" was not confirmed. As received, the leaflets exhibited characteristic markings which indicate sutures were looped around commissure 1, and around commissure 2. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1, and the free margins of leaflet 1 and 2 at commissure 2. These indentations were most likely left by sutures that were tied tightly down and against commissure 1 and 2, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Method: = suture loop. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: evaluation has confirmed the cause for failure was due to suture loop of the device. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
As reported, a model 6900p valve was explanted at implant. The patient was with bad general conditions. The surgery was tricuspid plasty and mitral vale replacement because of previous endocarditis. The operation has been done without any problem (plasty+mvr). After the chest closure cardiac echo performed, because of weak hemodynamic parameters where they found severe central jet with valve insufficiency at perimount mitral valve. The surgeon decided to re-open the chest and changed the previous implanted perimount mitral valve. As per information received ((B)(6) 2013), per medical opinion the cause of severe regurgitation with central leak was unknown, but the leaflets did not move perfectly under echo. No suture loop was observed. The patient had not current endocarditis in mitral valve. The edwards valve was replaced with a mechanical valve. The patient remains in the hospital in a good condition. On (B)(6) 2013 the distributor confirm that the or (operative report) is not available due to patient confidentiality. On (B)(6) 2013 the distributor confirm that no problem during procedure, the team did not observe any non conformity with the valve before implant. There was no under or oversizing valve by the surgeon.